Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported endophthalmitis following cataract surgery with an intraocular lens (iol) implant. The patient was sent for a culture and the hospital is awaiting the results. This is the first of two occurrences at this facility in two weeks.